Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated at the distributor. A review of the distributor evaluation data confirmed that the device was intermittently unable to power on. The cause for the failure was isolated to corrosion on the jtag board, which damaged the digital signal processor u500 on the computer/analog pca. The root cause for the corrosion was ingress of an unknown liquid. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was making a screeching sound and was not powering on. A review of distributor evaluation data confirmed that the monitor was intermittently unable to power on properly.